Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that following a recent revision procedure the patients ipg was draining very quickly. Database analysis indicated premature battery depletion and impedance measurements revealed a high value on port b (1 contact). The patient will undergo a revision procedure.

Event description:
A report was received that following a recent revision procedure the patients ipg was draining very quickly. Database analysis indicated premature battery depletion and impedance measurements revealed a high value on port b (1 contact). The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that electrocautery was used during the patients recent revision procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Event description:
A report was received that following a recent revision procedure the patients ipg was draining very quickly. Database analysis indicated premature battery depletion and impedance measurements revealed a high value on port b (1 contact). The patient will undergo a revision procedure.